Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca, as treatment of the target lesion. A dissection was noted, therefore, one endeavor sprint rx drug-eluting stent was implanted at the mid rca, overlapping, as treatment of a complication/dissection/bailout.

Manufacturer narrative:
Secondary intervention, additional stent implanted. Dissection.